Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. The device's date and time were found to be unmatched the current date/time during power up. However, refer to the solis tech manual, the device has a backup battery which takes a maximum of 250 hours with the pump turned on to fully charge a completely discharged backup battery. Therefore, the device's date and time were tested by download software and manually changed the old date/time to the current date/time and the device was turned on for 168 hours and turned off 48 hours later. The device's date/time were verified and matched with the current date/ time after 168 hours charged. Further investigation found that user error seems to be the cause of the reported issue. The investigation recommended that the user needs more training and read solis tech manual. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that when a smiths medical cadd solis vip pump is off, the date and time does not update. The next time the pump was turned on, it had the date and time when the pump was last turned off instead of the current date and time. There was no patient involvement.